Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the device was noted to be damaged during cleaning. It was further reported that the device was dropped by the operating room staff. It was reported that no incident or injuries occurred. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition of a bent tip was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running at 120 degrees which exceeds the operational specifications (118 degrees). During repair it was observed that the bearings were worn out and corroded causing the device to exceed the operational specifications. The assignable root cause of this condition was determined to be component damage from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that craniotome device tip was bent/damaged. The event was not reported to have occurred during a surgical procedure. It was reported that there was no delay to a planned surgical procedure, as an unspecified spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.